Event description:
Customer reported via phone, she was hospitalized in the emergency room and she wasn't sure why her blood glucose went low, 28 mg/dl. No troubleshooting was performed. Customer is not returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.